Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Insulin pump received with serial number label fading, scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 22 mg/dl at the time of the incident. The customer was given intravenous glucose to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer stated the sensor was causing pump over delivery. Troubleshooting was completed but did not resolve the issue. The customer reported transmitter charging issues and sensor glucose versus blood glucose differences. The customer had another low of 33 mg/dl on (B)(6) 2019. The insulin pump, sensor, reservoir, and infusion set will be returned for analysis.